Manufacturer narrative:
(B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off of the suture. A new suture pack was opened and used..no reported patient consequences.